Manufacturer narrative:
The customer contact indicated that the sample was discarded. Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection with subsequent exposure to the nurse. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. The customer contact reported that after the tubing set was loaded into the pump and the delivery was started, the locking cap on the secondary port on the cassette of the tubing set disconnected from the secondary port. At this time, it was reported that 20-30 ml of solution leaked and an unspecified volume of solution came in contact with the nurse. There were no reported adverse effects to the nurse. No medical interventions were required. Though requested, no additional info was provided including if the solution that leaked was cleaned up according to the user facility's protocol.